Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the previous delivery of the device, two units were opened and both patches basically crumbled in the hand, for laparoscopic use and they were absolutely not usable. There was no reported patient involvement and outcome.

Manufacturer narrative:
Evaluation summary: visual inspection of the returned product noted the patch was fragmented. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an investigation of this condition identified the potential root cause as a combination of a manufacturing and shipping container issue. The manufacturing process has been adjusted to prevent this condition from recurring. The use of the shipping container that contributed to the reported condition has also been discontinued. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.